Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: c-section. Cathplace: above rectus muscle, right lateral side. Catheter broken during removal from the pt by the surgeon. The surgeon reported that he did not encounter difficulty inserting the catheter or removing the introducer, and that no other devices were used during the insertion or removal of the catheter that could have interfered. The catheter was taped to the skin with steri strips and tegaderm. The surgeon also reported that the broken catheter appeared a bit attenuated at the distal end compared to the other catheter and that only the black tip was missing. The surgeon estimates that 1mm of the catheter broke off into the pt and the fragment has not been removed. Currently, the surgeon reports that the pt is at home with no complaints.

Manufacturer narrative:
Method: product is not available for evaluation and investigation. The lot number was not provided, therefore the device history records could not be reviewed. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth nothing that I-flow's catheters are made of a non-toxic, medical-grad material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint, I-flow will submit a follow-up report.